Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that a patient called to ask if use of electrocautery led to defib therapy. Ts reviewed the merlin.net transmission and discovered the device had delivered inappropriate atp for exercise induced sinus tach, which accelerated the rate into the vf zone. Patient to see cardiologist the next day to discuss reprogramming.